Event description:
When mecta lif transforaminal inserter was assembled the assembly of the instrument was difficult due to signs of wear. The holding and gripping mechanism did not hold the implant properly; the implant waggled and was not tight at all. The team opened up their second equipment of the inserter; there the same problem was manifest. Trial of insertion of the implant with the unsolid holding device but the implant fell out of the instrument. The inner instrument of the inserter combination was taken out and it was tried to strengthen it with a flat note pliers. This lead to the breakage of the inserter tip when the implant was inserted once again. Finally the implant was loaded onto the remaining inserter combination and set onto the prepared disc space and impacted in. On (B)(6) 2015 it was further communicated that the broken piece didn't remain in the patient. Ref MFR # 3005180920-2015-00026.

Event description:
On (B)(6) 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On (B)(6) 2015, the report was sent to the initial reported and the case was closed. Ref MFR #3005180920-2015-00026.